Event description:
The customer stated that he tested his blood glucose using his contour meter and received a reading of 205 mg/dl. His glucose was retested using another meter and that reading was 85 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.